Event description:
It was reported that the patient expired. The cause of death was due to ventricular tachycardia, cardiogenic shock and acute chronic heart failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A connector portion of a partial lead measuring 6.2cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.